Event description:
Customer reported a potential biohazard when using the unicel dxh 800 coulter cellular analysis system. The system punctured a small hole, approx 2mm, in the bottom of a body fluid control tube. This resulted in a biohazard spill of approx two drops of control material. The operator was wearing gloves at the time of the event. There was no exposure to open wounds or mucous membranes. The punctured glass tube ws disposed of in a biohazard sharps container. The biohazard spill was cleaned using swabs and 10% bleach. There was no injury to the operator as a result of the punctured tube. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
The field applications specialist adjusted the true bottom spec that allowed the instrument to aspirate from the control tube normally. This adjustment is normally performed at install. The field service engineer found a loose screw in the cradle left position a week after the event. There were two screws that had come loose and one fell into the cradle left "cup". The screws were for two clamps that hold the aspiration tubing. This loose screw was apparently causing the tube to be lifted up too high and this caused the needle to punch through the glass. Root cause was the issue identified and corrected by the field service engineer. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events.